Event description:
It was reported that during routine follow up, oversensing of noise was observed on stored egms. Noise was not reproducible in clinic. The patient was hospitalized with hv therapy programmed off until lead revision was completed. The lead was capped at a later date.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.